Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, no clinical supporting documents were provided to conduct a thorough assessment of the reported issue. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that the implant was revised due to disease progression, not implant failure. No more information available.